Manufacturer narrative:
(B)(4). Patient was implanted on (B)(6) 2017 immediately following invasive monitoring. Patient was implanted with two leads: cortical strip lead (model cl-325-10) placed in the left frontal motor cortex connected to port 1. Depth lead (model dl-330-3.5) placed in the left hippocampus connected to port 2. In addition to implant with the rns system, the patient underwent a concurrent frontal resection. Continued use.

Event description:
Onset occurred (B)(6) 2017, 2 days after rns system implantation with concurrent cortical resection. The neurosurgeon reported that the patient was unresponsive and presented with acute neurological decline. Patient was found to have a subdural hematoma located para the area of the cortical resection and underwent emergent surgical decompression. Cause was identified as a leak from cortical arterial vesicle. Patient was noted to have an anomalous cortical architecture. No rns system product was explanted in response to the event.